Event description:
The doctor reported that this abutment screw had fractured.

Manufacturer narrative:
The iunihg complaint product was not returned, however the x-rays provided confirm that a portion of the screw fractured inside the implant. No lot or order number was provided. The review of the product history did not indicate any evidence to suggest a manufacturing or material deviation would contribute to the reported event. No definitive root cause can be determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.